Event description:
Forty mg of tissue plasminogen activator (t-pa) was administered to the pt which helped improve the pt's condition and resolved paralysis. On the same day, pt's consciousness level dropped to japanese coma scale (jcs) of 100 with paralysis of extremities. MRI confirmed the development of another occlusion at both left and right posterior cerebral artery (pca). Physician then initiated intervention with the merci retriever v 2.0 firm. Although it had been over 8 hours from the time of onset, the occlusion had occurred within 1 hour from the drop of consciousness level and the physician used the merci device for life-saving purposes. One pass was made with the merci retriever v 2.0 firm for basilar artery (ba) and left pca (p1) occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. There was some thrombus at right pca (p2), but the physician stopped the procedure because the size of the vessel was too small for the device (less than 2.0 mm). Pt's consciousness level recovered to jcs of 1 after revascularization. However, on the same day, pt's consciousness level dropped again to jcs of 100 and a hemorrhage (hemorrhagic infarction) was confirmed at right thalamus by a CT scan. The pt expired the next day, on (B)(6) 2011, due to respiratory arrest by brain stem compression with right cerebellar infarction and edema. Medical intervention was not performed during procedure. Physician believes that the pt developed hemorrhagic infarction at right thalamus post-procedure and that the pt's outcome is due to right cerebellar infarction attributed to the thrombus remaining in the right pca. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 firm device could not be reviewed.